Manufacturer narrative:
Analysis of the implantable neurostimulator (ins); serial number: (B)(4), found via infrared (ir) spectroscopy of white foreign material (fm) collected from the ins might be an inorganic substance, possibly calcium phosphate. Sem/eds analysis performed on previous fm determined that it was a calcium, phosphorus and oxygen-rich species ¿ possibly calcium phosphate. The result of the analysis suggest that majority of the fm is likely calcium phosphate, possibly the result of calcification that occurred on the device.

Event description:
Additional information received indicates that foreign material (fm) collected from the ins might be an inorganic substance,<(>,<)> possibly calcium phosphate. Sem/eds analysis performed on the previous fm determined that it was calcium, phosphorus and oxygen-rich species, possibly calcium phosphate. The result of the analysis suggest that the majority of the fm is likely calcium phosphate, possibly the result of calcification that occurred on the device.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-29, explanted: (B)(6) 2016, product type: accessory.

Event description:
Information was received from a manufacturing representative reporting that a patient's neurostimulator (ins) battery was at end of life as the patient had the device implanted longer than 9 years. The doctor was replacing the entire system (lead and battery) with a system from a different manufacturer and when the pocket was opened, the doctor noticed white fluid which he suspected was "lithium," leaking from the battery. It is noted that the doctor tried putting some of the fluid on the blue surgery drape and the substance crystallized, much like a salt. No diagnostics were know to have been performed on the fluid as the doctor suspects that the fluid is from the battery draining. The battery and lead were explanted and sent back to the manufacturer for analysis. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.